Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that it could not be denied that decreasing corneal endothelial cell count readings are possibly associated to the shunt. The surgeon has indicated that the event is non-serious and no treatment is required.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no action are taken. There have been two other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was touching the iris. There is no harm to the pt. The shunt remains implanted.